Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was not replicated or confirmed. The device was put through extensive testing including a full preventative maintenance and power cycling testing without duplicating the report. The device logs were not available to review as part of this investigation. A visual inspection of the power connections and an internal inspection resulted in no findings. The device was recertified and returned to the customer. The battery used at the time of the report was not returned for this investigation. Analysis of reports of this type has not identified an increase in trend.